Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, after the device was fired at the third firing (side-to-side anastomosis), when the anastomosed site was checked, it was found to be not anastomosed successfully and the staples were not formed to be u-shape. Manual suturing was performed to recover the staple line, and on the entry hole without using device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The loading unit was received fully applied and the interlock was engaged. Microscopic inspection of the loading unit surface noted no damage. The loading unit could be loaded into the returned instrument without difficulty. Further functional testing could not be performed since the loading unit was fully applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.